Manufacturer narrative:
H4: the lot was manufactured from may 21, 2020 - may 22, 2020. H10: eight (8) actual samples were received for evaluation. Visual inspection was performed using the naked eye and brown particles, measured to be 0.09 to 0.25 square mm in size, were found embedded in the material of the tubing line. The particles were subsequently identified to be a mixture of polyvinyl chloride (pvc) and phthalate material. Pvc is a raw material of the tubing line.the particles were not in the fluid path because they were embedded in the material of the tubing line. The reported condition of particulate matter was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter (pm) was observed within the tubing of eight (8) small volume intermates. The pm was further described as brown point shaped discoloration in the infusion tubing. The pm was observed during setup/preparation prior to patient use of the device. There was no patient involvement. No additional information is available.